Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735824, serial/lot #: -, ubd: , UDI#: h6: multiple annex a codes were coded for this event. A1102 was coded for the error message. A12 was coded for the emitter not connecting. H3, h6: the system was serviced in the field and it was confirmed the emitter connection to the main cart was not functioning. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during a system checkout the manufacturer representative (rep) noticed a "localizer not connected" error (emitter procedure). Troubleshooting was done and the manufacturer representative (rep) tried plugging in an emitter from a different navigation system onsite, and the issue persisted. The rep tried plugging this system's emitter into the other navigation system and the emitter worked fine. Opened the panels to check that the emitter controller was receiving power, and it was, and the connection between it and the computer was properly seated, it was. Print camera diagnostics (for the emitter) confirmed localizer not connected. The likely cause was a faulty emitter controller. There was no patient involvement.